Event description:
During the implant procedure, while using the inspire tunneler, a vessel was nicked, causing the patient to experience bleeding. Physician identified the source and achieved hemostasis using cautery. Bleeding was controlled without further complications.